Manufacturer narrative:
(B)(4). When reviewing similar reportable events for rotoprone, we have found few similar fault description compared to the situation investigated here: toggle and/or angle affecting the rotation of the device. There is no trend observed for reportable complaints with this failure for rotoprone. The product involved in the incident is part of the arjohuntleigh USA rental fleet - each device in this fleet is checked before being released for a rental period with the next customer. One of the steps of this check is to verify if the toggle is in the middle slot of the angle while the bed is in supine position. Additionally the prone and rotation function are checked as well. The device must be in full working condition in order to pass the test and be cleared for dispatch. In the complaint at hand, the technician who inspected the bed found out that the manual and the electrical rotation were not working due to the issue with the toggle not being in the middle of the angle at 0 degrees supine position. It has been found that somehow the foot end of the bed must have been pulled so hard that the adjustment toggle on the angel was slightly out of alignment. This would have caused the bed to be stuck in the supine position and could not be manually or automatically moved to prone. The technician was able to readjust the angle back into alignment and that fixed the problem with the control error. The toggle pin is attached to the patient surface and the angle is installed on the foot end of the bed. The purpose of the angel is to identify the direction of rotation and prevent over 360 rotation. The angle is shaped in a way that when it is engaged by the toggle pin, in activates two optical sensors. These optical sensors provide the information in which direction the rotation is occurring. If the manual rotation of the device would be activated, the mechanism determining where the patient surface is and which way direction it needs to be rotate when coming back to the supine position. In the complaint at hand the toggle was out of alignment, it triggered the control error which resulted with inability to provide automatic or manual rotation. In summary, the device failed to meet its specification, it was being used with patient when the event occurred, the patient had not suffered any injuries. However we have decided to report this event in an abundance of caution and to be transparent as both systems allowing to rotate the bed were not working. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially, it has been claimed by the facility that one of the nurse reported a control error on the rotoprone bed. The facility staff followed the guidance displayed on the device's screen -however the control error was still appearing. Therefore the facility requested service. The technician who inspect the bed found out that the manual- as well as the electrical rotation were not working due to the angle and the toggle not being aligned with each other.